Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that controller exhibited an unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that while hospitalized either the patient or staff accidentally double disconnected the controller.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received and investigation summary. Product event summary: one (1) controller (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up event, with an associated motor start event, logged on 13/jan/2025 at 05:06:45, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 94% relative state of charge (rsoc) and that a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for approximately twenty-two (22) seconds. No anomalies were recorded leading up to the loss of power. As a result, the observed loss of power event was confirmed. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.